Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to approximately 250 mg/dl after a meal while using the ilet with a g7 cgm and a stomach infusion site with a 23" tubing and 6 mm cannula; the event followed a recent supply change and the meal was announced, and the agent advised monitoring and site assessment for possible infusion issues such as kinking. Symptoms included elevated blood glucose without acute clinical manifestations. Outcomes included transient elevation of glucose with stabilization and no need for professional medical intervention, backup therapy, or ketone management. Investigation included remote case review, user interview, and coaching on site evaluation and monitoring. Investigation of this case revealed no device alarms or malfunctions, and the cause of hyperglycemia remained unclear with potential contribution from meal timing or infusion site performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.